Event description:
While operating the mammography unit and positioning a patient, a technologist reportedly got her neck and shoulder stuck between the compression paddles as the unit rotated to the other side. According to the site, the technologist was lifted during the unit's motion. The site was not clear on how the incident occurred. It was reported, however, that the technologist had hurt her neck and shoulder, torn some muscles, and vomited after the incident. The site indicated that the technologist was taken to a hospital. The site believed that the patient might have touched some of the buttons controlling the unit. Ge healthcare is currently attempting to obtain additional details surrounding the event.

Manufacturer narrative:
An investigation is ongoing.